Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - femur . Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was involved in a severe accident, sustained an upper femur fracture, and expressed concern that implanted femoral rods may be broken. The event occurred while the patient was recovering from a tibia injury and awaiting a knee replacement. The patient reported severe pain. It is unknown if the patient has both a rod or nail implant to fix a femur fracture, as well as a total knee implant. Attempts have been made and no further information has been provided.